Manufacturer narrative:
A manufacturing record evaluation (mre) was performed on june 12, 2023, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female who underwent breast augmentation with 700cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Headaches and fatigue were noted. As a result, explant was performed on (B)(6) 2023. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient had a rupture with the previous left implant reported under 1645337-2019-17759. See 1645337-2023-05877 for contralateral prosthesis report.